Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
E1: reporting address postal: (B)(6). G1: contact office phone: (B)(6).